Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp)'s caregiver (cg) stated that they do not connect the patient line extension until after the hc machine primes. The technical service representative (tsr) explained that the patient line extension should be connected when the bags are connected so that the line can be fully primed before the hp connects. The cg then understood how to properly setup with a patient line extension. The tsr assisted to clear the alarm. The cg to setup with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse, it was revealed that they had seen the patient on (B)(6) 2011, and there wasn't anything in the file regarding the event and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.